Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or access device. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that (B)(6) 2023 the swg was found to be kinked prior to use on patient.additional information has been requested from account.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The customer was contacted to confirm the biomaterial was introduced to the sample in the clinical setting (i.e. Bloody gloves). The end cap from the swg advancer assembly was not returned. The guide wire was observed to have seven kinks throughout the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 257mm, 305mm, 339mm, 474mm, 520mm, 571mm, and 587mm from the proximal tip. The overall length of the guide wire measured 601mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.811mm which is within the specification of 0.788mm-0.828mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars/18ga introducer needle assembly to functionally test the guide wire. Resistance was met at the sites of kinking, however; the undamaged portions of the guide wire passed through both components with minimal resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user , "do not use if package is damaged". The report that the spring wire guide was kinked was confirmed through examination of the returned sample. Seven kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portions of the guide wire that were kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: (B)(6) 2023 the swg was found to be kinked prior to use on patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023 the swg was found to be kinked prior to use on patient. Additional information has been requested from account.